Event description:
It was reported to our country mgr in (B)(6) that he had a vns pt who was displaying a dcdc 0 on their sys diagnostic testing. Their device was calculated to be at near eos. Around the time their dcdc was a 0 the pt was also experiencing a change in their condition over the last four months. X-rays via screen shots were received for review but not of the clarity to perform an entire review. X-rays via disc are on the way to the MFR to be reviewed. Good faith attempts are underway for further details about the reported event.